Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pacing threshold, out of range high pacing impedance and loss of capture. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pacing threshold, out of range high pacing impedance and loss of capture. The lead was found to be fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory in three segments, having been severed during the explant procedure. Visual inspection noted the conductors were missing in the middle section of the lead, only the insulation was returned. The tip portion of the lead was not returned. The outer coating of the lead was noted to be abraded through to the distal shocking coils however this would not have impacted lead electrical functionality. Testing was completed, separately on each segment, to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing impedance measurements, high capture thresholds, lead fracture, and loss of capture.